Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer initially complained of abnormal qc results for several tests run on a cobas 6000 c (501) module. The customer did stop performing routine testing when they recognized the abnormal qc results. No further specific details related to qc results were provided. The field engineering specialist found a reagent pipette tube that was leaking. He exchanged the reagent probe tubing and adjusted the sample probe alignment. He confirmed the analyzer was working appropriately. Following the repair of the analyzer, the customer remeasured some samples originally measured on the day of event. The customer stated that 3 patient samples tested for "crp" gave differing results. It was unknown if "crp" was in reference to either crpl3 c-reactive protein gen.3 or crphs cardiac c-reactive protein (latex) high sensitive, but clarification has been requested. The customer provided the crp data for 1 patient sample. The initial crp result was 83 mg/l with a repeat result of 35 mg/l. The erroneous result was released outside of the laboratory. The crp repeat result of 35 mg/l was deemed to be correct and a corrected report was issued. The customer confirmed that there was no treatment based on the erroneous results. The crp reagent lot and expiration date information was not provided. Further investigation confirmed the field engineering specialist finding as the root cause.

Manufacturer narrative:
Clarification was provided that "crp" was in reference to crpl3 c-reactive protein gen.3.